Event description:
It is reported that a implanted as system is unstable. But the devices remained implanted, the pt is being monitored.

Manufacturer narrative:
The manufacturer did not receive device, x-rays, or other source documents for review as the pt has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer ref no: (B)(4).